Manufacturer narrative:
There were two devices returned; however only one was broke at the zero stopcock. Customer report was confirmed. Dpt did not zero and did not sense pressure. Electrical testing showed no contact at #1 leadwire slot of dpt cable connector. Attempt to measure input impedance with reusable cable showed open condition. However input circuit proved to be intact by measuring impedance directly to the leadwires, bypassing cable connector. These test results and visual examination of the dpt cable connector suggested that there was no contact between the leadwires at #1 slot of dpt cable connector (mold cavity #2). Both #1and 2 slot dividers were shifted to the outside. Thus #1 leadwire (of dpt cable connector) did not line up properly to make contact with monitor cable connector leadwire. Flotrac sensor functioned properly. Zero-stopcock was also completely broken and missing from the unit.

Event description:
It was reported that the disposable pressure transducer did not sense the pressure. Flotrac sensor could measure cardiac output fine.